Event description:
Ventilator stopped working, would not re-start; rt followed error message without success. Infant bagged until placed on another vent. Manufacturer notified. On wednesday: ventilator powered on with the c500 monitor not bootable, attempted to reset the monitor and reload the software. Ordered a replacement hard drive for overnight delivery. On thursday: attempted to reformat and reinstall software on the existing drive; existing drive definitely confirmed unfit for reformat and reuse. On friday: installed replacement hard drive and service board, attempted to load software and was able to upload to all components on the vn500 except for the m7.3 plus power supply. Ordered a new power supply. On following tuesday: removed and replaced the power supply; reloaded software, placed device in test mode, "connect hit" software and performed calibration verification. Device performed to draeger specifications.